Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification and did not identify any abnormalities that could have contributed to the reported condition. Clamp function test, clear passage test, and leak testing were performed with no issues noted. A short simulated therapy was successfully performed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. This is a report of a air in the patient line that was caused by an open clamp on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during fill one of four of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was discovered that there was an open clamp on an unused supply line. The technical service representative assisted the patient with ending therapy and reviewed proper procedures per the user manual. There was no patient injury or medical intervention associated with this event. No additional information is available.